Event description:
A baxter service representative reported an infusion pump with a failure code 812:02. The service representative was notified that the failure occurred as an out-of-box failure, and that there is no report of patient incident involving this device.